Event description:
It was reported that while using an ultrasonic scalpel, "halfway through the case the device's metal part of the jaw fell off." No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions for an evaluation. The lot number was not provided either so the manufacture date and expiration date are unknown. Since the device was not returned for evaluation, the reported issue could not be substantiated and a conclusive root cause could not be determined. Typically, broken blades occur as a result of the blade contacting a hard object, possibly a staple or surgical clip, during clinical use. Stryker sustainability solutions' instructions for use state: "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2013-00195 where the tip of the device fell into the patient and the patient had to be opened up to remove the tip of the device even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned.